Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was determined the tubing from vaporizer manifold to flow tube assembly was not seated properly. The tubing was reseated properly, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a large leak discovered during preuse checkout. There was no report of patient involvement.